Event description:
Baxter spain received a report that an infusor had underinfused during patient use. The device was filled with a solution containing 2 ampules primperan and 3 mg morphic acid. The total fill volume and the amount of solution infused is currently unknown. According to the report, "the patient suffered pain as the medication was not totally administered." There were no other reports of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 19.2 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 1.89 ml/hr, normalized flow rate = 1.94 ml/hr, specification range = 1.80 - 2.20 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an underinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.